Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the blade will not fit properly on the handle (loose). The issue was detected during pre-testing.